Event description:
It was reported that a ventilator changed to a different mode by itself while on a patient. The respiratory therapist re-entered the appropriate settings for the patient, and vent proceeded to operate normally. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that they checked the device, and ran it for twenty four hours without incident. The reported malfunction could not be duplicated by the customer.